Event description:
Patient to endoscopy for esophagogastoduodenoscopy (egd). Apc probe used to cauterize bleeding sites in lower esophagus. Treatment done multiple times and completed. When probe removed from scope, then the technician visualized the white circumferential tip was now gone. The physician visualized stomach with scope and suctioned as he removed the scope. Tip not visualized in scope view and procedure completed.